Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the participant experienced nighttime low glucose while asleep and did not require assistance, did not experience seizure, and did not lose consciousness. Symptoms included hypoglycemia. Outcomes included no escalation of care and no hospitalization. Investigation included review of the case information provided by the participant. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.